Manufacturer narrative:
(B)(4). The device was received in two separate pieces for analysis consisting of the following: the manifold/ hub with 565mm of hypotube still intact; 480mm of hypotube with the balloon, midshaft and shaft polymer extrusion still intact. A visual and tactile examination identified multiple kinks along the hypotube of the device. A complete break was also identified in the hypotube of the device approximately 565mm distal of the strain relief . This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. The balloon folds were observed to be relaxed which may have occurred when the balloon protector was removed. There was no evidence that the balloon had been subjected to positive pressure. No issues were identified with the balloon that may have contributed to the compliant incident. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that shaft got kinked. The target lesion was located in the moderately calcified right coronary artery (rca). A 3.50mm x 10mm flextome cutting balloon was selected for use. Upon introduction, it was noted that the shaft got kinked while it was advanced inside the guiding catheter. Procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that a complete break in the hypotube of the device approximately 565mm distal of the strain relief. It was further reported that complete break occurred while flextome was advanced through the guiding catheter.